Manufacturer narrative:
All information reasonably known as of 10 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint 09434. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife. Product is defective or caused serious injury. The complaint reported that "with the most recent one, they were manually inflating the bag to hook up to a newly placed a-line and while inflating it the bag popped at the seam. The previous 2 spontaneously popped when already set up and had been in place for a couple of days." The supplier has been notified of this issue. The complaint investigation was performed based on the content of the issue reported. Based on the complaint report no patient was affected. There were no photo images or video provided for evaluation; therefore, the complaint is unable to be confirmed. There was no root cause determined due to no return samples provided for evaluation. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the second complaint reported for part number v4010h failure mode " open bag/seal issue/tear in bag". There were no other complaints reported for this part number during this same timeframe. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
With the most recent one, they were manually inflating the bag to hook up to a newly placed a-line and while inflating it the bag popped at the seam. The previous 2 spontaneously popped when already set up and had been in place for a couple of days.

Manufacturer narrative:
All information reasonably known as of 10 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife. Product is defective or caused serious injury.

Event description:
With the most recent one, they were manually inflating the bag to hook up to a newly placed a-line and while inflating it the bag popped at the seam. The previous 2 spontaneously popped when already set up and had been in place for a couple of days.